Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had an ongoing, constant low flows. Right heart catheterization was performed for speed optimization but made the frequent low flows worse. Computed tomography-angiography (cta) revealed a large thrombus in the outflow graft. At the time of the report, the left ventricular assist device (lvad) numbers were abysmal but the patient was reported to be stable from hemodynamic perspective. The event lof captured constant low flow events throughout the log with flows routinely in the 1's. It was also noted that the pulsatility index (pi) values were non-variable and settled out into 2-3 range. This type of pattern was consistent with an obstruction in the pump pathway that was captured on cta. The options for pump exchange, stenting, or decommissioning for other mechanical circulatory support (mcs) were narrowed. The patient was taken to the operating room (or) and the graft obstruction was removed, flows restored, and left the or with flow of 4.2 liters per minute (lpm)

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected thrombus could not be confirmed through this evaluation. Review of the submitted log files confirmed the reported low flow alarms; however, a specific cause for the alarms could not be conclusively determined through this evaluation. Review of the submitted log files revealed persistent low flow alarms. No other notable events or alarms were captured and the pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists device thrombosis as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU also addresses pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 6, ¿patient care and management¿, also lists thromboembolism as a potential late postimplant complication. Additionally, this section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. Furthermore, section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address system alarm conditions, as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.